Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that post implant adjustable gastric band, the port flipped. This was detected by x-ray. The port was replaced on (B)(6) 2010. It has not been determined. When the port flipped. It flipped sometime between the fill on (B)(6) 2010. There were no adverse consequences for the patient.